Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received a button error alarm. Troubleshooting could not be performed as customer was in a different country with insulin pump. Caller was advised to have customer call helpline.